Event description:
It was reported that during a cononary stent procedure, the catheter became stuck on the wire and the catheter shaft subsequently broke during removal. The wire and delivery device were removed as one without incident. No pt injuries or complications occurred.